Event description:
Allergic reaction: allergic reactions to the adhesive part of aquacel foam occurred on 3 patients resulting in red patches, swelling and abraded skin. One patient required a corticosteroid and antibiotic treatment. The patient with the most severe reaction had the dressing on his leg, as adapted to the shape of the wound. Rashes and itching began shortly after applying the dressing in the morning and the dressing was removed in the afternoon. The patient that received corticosteroid and antibiotic treatment did not wish to continue with aquacel foam. The use of the dressing has been stopped and replaced with another product.

Manufacturer narrative:
The adverse event described as "red patches, swelling and abraded skin" was deemed serious as it was reported that the allergic reaction was severe enough to require treatment with corticosteroids and antibiotics. The use of the dressing has been stopped. No add'l info has been received. Reported to FDA on (B)(4) 2013. (B)(4).